Event description:
Reportedly, the patient expired after an implant duration of 1.97 months due to unknown reasons. No further details were provided. The device will be not returned as it is unknown if the device was removed prior to the patient's death and no autopsy was reported. Information was learned through (B)(4) implant patient registry and sales rep.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. Customer letter not requested. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.device not returned.